Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Unable to verify weak signal alarm anomaly, motor error alarm, failed battery test alarm, off no power alarm, low battery alarm, battery out limit alarm and perform functional testing due to blank display. Unit received with scratched display window and cracked display window corner. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.